Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis confirmed normal battery depletion.

Event description:
It was reported that the patient called the emergency medical service and was found to have a heart rate in the 20's and low blood pressure. External pacing was applied. When the patient was seen in the emergency room, the device did not respond to magnet. Attempts to interrogate the device resulted in a backup vvi message being displayed. The device was explanted and replaced.